Event description:
The reporter stated the pt had original pip revision surgery (left ring finger) (B)(6) 2009. A pip revision surgery was performed for progressive bone loosening with bone loss and volar tilt. Another implant was implanted to complete the surgery.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.